Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of a rapid drop off of their glucose. The customer's blood glucose reading was 39 mg/dl at the time of incident. Troubleshooting found that the drive support cap was normal and the customer was able to prime the device. Troubleshooting also found that the programming may have been incorrect for the time and date. Customer was advised to follow up with their doctor about low blood glucose and to monitor the pump.